Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2023, it was reported by a facility representative via (B)(4) that an ar-3373-4002 sheath had a stopcock fall out. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error mishandling the device.